Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the carotid artery with 85% stenosis. The x-act freestyle self-expanding stent system (sess) was attempted to deploy the stent as the system rotated; however, the stent did not release and completely failed to deploy. The sess was removed from the patient and another xact sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the inner core along with the tip was separated from the outer core and not returned. The distal outer sheath was completely retracted. There is the potential the separated piece remains in the patient. The stent was deployed prior to reaching the patient and was not returned. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent mishandling/inadvertently rotating the deployment handle clockwise while unpackaging the device and/or during preparation for use caused the sheath to slightly retract; thus resulting in the stent to partially expose and resulting in the reported premature activation; however, this cannot be confirmed. Additionally, it is possible that inadvertent mishandling resulted in the noted device damage (inner core along with the tip was separated from the outer core); however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed.